Event description:
It was reported that the user believed the ilet was delivering insulin while paused and experienced a low blood glucose of 53 mg/dl, though synced data indicated insulin had been suspended prior to the event and the user had entered seven meal announcements to address a prior glucose above 400 mg/dl. As this was being explained to the user, the call was disconnected and the user could not be reached afterwards. Symptoms included hypoglycemia and hyperglycemia. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to using meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.